Event description:
It was reported that the device was alarming the "connect cable message" in manual mode with both, the paddles and the therapy cable. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.